Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service and reported that the patient has a stated allergy to tape and is unable to use silk tape but uses paper tape. The patient reported that use of paper tape results in bumps but does not cause a breakout as would occur with use of silk tape. The patient stated that she will continue using paper tape as it is the only available option. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).